Event description:
There was an allegation of a questionable amik gen.2 (amikacin) result from cobas pro c 503 analytical unit serial number (B)(6). The initial result was 69.8 g/ml with a data flag. The repeat result with an analyzer dilution was 71.4 g/ml with a data flag. The customer performed a manual 1:2 dilution and the result was 29.8 g/ml. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The investigation did not find a product issue. The manual dilution factor has to be applied manually.

Manufacturer narrative:
Medwatch fields a2 and a3 have been updated. It was confirmed that the value of 29.8 g/ml is the result of a manual dilution 1:1. Per product labeling: "manually dilute samples above the measuring range 1 + 1 with the preciset tdm ii diluent (0 g/ml) and reassay. Multiply the result by 2 to obtain the specimen value." The correct value is therefore 59.6 g/ml.

Manufacturer narrative:
The investigation is ongoing.